Event description:
On 16 feb, dislocation occurred. When the doctor tried to reduce the dislocation by traction because manual reduction was difficult to do, sleeve disassociate out of stem. On 17 feb, another surgery was done and only head was replaced.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.